Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose with value 900 mg/dl at night when she was taken to the emergency room. She also experienced diabetic ketoacidosis and chest pain due to which she went to emergency and later, she transferred to intensive care unit. Her blood glucose value was reported to be 932 mg/dl at the time of hospitalization. Intravenous fluids were administered in the hospital, and she was treated for vomiting as well. When she removed the cannula, it was bent. The patient broke her wrist 2 days prior to hospitalization. She stated that she did not have quick serter. Therefore, she had to enter the infusion set manually. Since her arm was broken, it was difficult for her. Reportedly, the patient stayed in the hospital for a couple of days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.